Event description:
Device issue: dislodged stent. Time of device issue: during stenting procedure. Adverse event: stent implanted in unintended site. It was reported that during the procedure several guide wires (bmw, whisper, sport, crossit and whisper) were exchanged; however, there was difficulty advancing the mini vision to the lesion. The lesion was pre-dilated using a 1.5 x 14 non abbott balloon catheter then a 2.0x8 voyager. The mini vision was being advanced when the stent caught on something, possibly plaque (per the physician's comment) and came off the balloon. Two non-abbott balloon catheters a 1.5 x 8 and a 2.0 x 8 were used to deploy the stent in an unintended site. Another stent (manufacturer unk) was used to treat the target lesion. There were no reported adverse pt sequelae. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. In addition, potential factors that can contribute to stent dislodgement within the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation or from an interaction with other devices, the pt anatomy and/or a previously implanted stent. In this case, return of the mini vision may have aided the evaluation in determining a cause for the reported difficulties. However, since there was no note of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the difficulties experienced. Based on the information provided, the lesion was heavily calcified and likely contributed to the difficulty crossing and subsequent stent dislodgement. It is possible that the stent interacted with the heavily calcified lesion, such that the stent was loosened and became disrupted on the balloon, thereby facilitating stent dislodgement upon attempted advancement and/or retraction of the device. The reported pt effect of foreign body left inside the pt appears to be a secondary effect of the reported stent dislodgement as the dislodged stent was deployed at an unintended site outside of the target lesion. A review of the finished product lot history record did reveal one nonconforming material records associated with this report.